Event description:
It was reported that the patient was seen in clinic following a vibratory alert due to low impedance on the atrial lead. Low impedance was seen in clinic as well as decreased sensing values and an increase in capture thresholds. The lead remained implanted. No patient symptoms were reported.